Manufacturer narrative:
An evaluation of the returned loaner device confirmed the user allegation. Water tightness was not maintained due to perforation of the forceps channel. Visibility was cloudy due to internal humidity. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The insertion tube was crushed. Scratches were found throughout the device. Corrosion due to water leakage was found in the operation part. The adhesive of the bending section cover was missing. Due to handling, the air and water nozzles were clogged and the draining function was reduced. The distal end cover was burnt. The right/left (r/l) knob did not work smoothly. Liquid leakage and wrinkles were recognized in the universal cord. Water coverage was recognized on the electrical connector. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the loaner evis lucera gastrointestinal videoscope exhibited air leakage. The device was returned and an evaluation revealed foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer response to foreign matter questionnaire. The customer completed the foreign matter related survey. The customer confirmed the device was cleaned, disinfected and sterilized prior to sending to olympus. The customer did not know what the foreign object was. There was no delay to the start of precleaning. The nozzle was flushed with water and air. No abnormalities were observed with reprocessing. The nozzle was wiped/brushed with clean lint-free cloths, a brush or sponge. The nozzle was flushed with detergent solution. The customer had no concerns about reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established, however, the event is likely the result of insufficient reprocessing. The event can be detected and prevented by following the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the spray button (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.